Event description:
It was reported that the patient presented with a device in vf and had to be rescued. The device was found in reset mode. The device and the lead were replaced.

Manufacturer narrative:
Upon receipt, the device had a visible arc mark on the can. The arc mark was found to contain metals that are used in certain lead conductors. The output circuit damage was caused at the time of the arc between the can and the conductor of the rv coil electrode due to an excessively low impedance that was present during the arcing. The device reset when the output circuit was damaged.